Event description:
New tubing from deltec which is supposed to eliminate free flow is not allowing total dose of tpn to be infused. Pt did not have problem with previous model tubing which did not include anti free flow tubing.